Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced a stroke and subsequently expired. The patient was an athlete who coded while training for a triathlon and was initially implanted with an impella cp pump for mcs. The impella cp supported the patient for approximately six hours before being removed and escalated to an impella 5.5 device at the tertiary center for increase in support. Two days after start of the impella 5.5 support, a brain bleed prompted the team to stop systemic anticoagulation. However, two days later, the patient expired. Care was withdrawn and organs harvested after a total of four days on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.